Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v (3.0x8, 3.5x23); aspirin, clopidogrel. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.0x8mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion, a 3.5x23mm xience v stent was successfully implanted in the proximal right coronary artery (rca) lesion, and a 2.5x12mm xience v stent was successfully implanted in the distal rca lesion. On (B)(6) 2015, stable angina and re-stenosis was noted in the 2.5x12mm xience v, distal rca stent. On (B)(6) 2015, the patient was admitted to the hospital. Another percutaneous intervention was performed in the distal rca. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.